Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this she observed that the clip mechanism is not working properly. No delay, adverse consequences reported.